Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "select" button of keypad was inoperative at channel a was confirmed during product evaluation. The assignable root cause was found to be an inoperative keypad due to fluid ingress. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experience the "select" button of keypad was inoperative at channel a; this condition had the potential to interrupt delivery. This event occured before use. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. This involved a colleague infusion pump with a user interface module master software version 5.48.92.

Manufacturer narrative:
(B)(4). Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.